Event description:
The customer reported a ventilator would not pass the electrical safety test. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer to check the ground point connections including the o2 inlet plate screws, the ac inlet to frame ground connection, and the proximal and patient outlet to chassis ground bus lugs. The customer reported that they would troubleshoot these connections. Later, the customer would inform that he was able to establish ground within specifications per the service manual. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.